Event description:
It was reported that the pump could not "charge properly." There was no reported impact to the customer's blood glucose level. The customer was advised to contact their local distributor for further assistance, and no additional information was provided regarding the outcome of the event.